Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported intermittent backflow alarms. The device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequences to a pt as a result of this event.